Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).

Event description:
Reportedly during the implant attempt of the subject pacemaker it was not possible the complete insertion of the v connector of the vdd lead into the appropriate port. The screw had not been tightened at all and the insertion of the pin into the device port all the way was not possible. Another pacemaker was implanted. Once the subject pacemaker was rejected, the physician tried the connection with a demo lead (non sorin branded) and the insertion of the pin was complete.

Event description:
Reportedly during the implant attempt of the subject pacemaker, it was not possible the complete insertion of the v connector of the vdd lead into the appropriate port. The screw had not been tightened at all and the insertion of the pin into the device port all the way was not possible. Another pacemaker was implanted. Once the subject pacemaker was rejected, the physician tried the connection with a demo lead (non sorin branded) and the insertion of the pin was complete.